Event description:
Patient had surgery for excision of abdominal wall mass, reconstruction or wound with permacol implant and hysterectomy. Patient was discharged two days later. Patient was readmitted 11 days later and diagnosed with a deep surgical site infection with mrsa and e.coli. Patient was returned to the operating room for incision and drainage. It was not necessary to remove the permacol. Patient was discharged a week later. Because permacol (a porcine dermal collagen implant) was used in surgery (although not necessarily the cause of the infection), we are reporting for trending purposes.